Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while high threshold was not confirmed. A complete lead was returned in one piece with the helix extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be retraced and extended. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited failure to capture. Besides, the helix exhibited rotation anomaly. The rv lead was not used and replaced. The patient was in stable condition.